Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 529 mg/dl at the time of incident. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode used or not. The customer stated they forgotten to connect the insulin pump before going to work so they was not wearing insulin pump all day. The device will not be returned for analysis.